Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The actual devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least seven (7) minicaps cracked which resulted in iodine leakage. This occurred during use of the caps for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6. H4: device manufacture date: the device was manufactured on 09/25/19 to10/02/19. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.